Event description:
The date of event is unknown. Customer reported that during a chemo infusion, a crack and leak were noticed at the point where it connects to the alaris se pump, where the tubing meets the accuslide flow regulator. No patient harm occurred. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The product was not available for investigation. The lot number was identified, a review of the historical manufacturing data for this lot is forthcoming. A follow up report will be submitted with any relevant information.